Manufacturer narrative:
Per the manufacturer's subsidiary, after installation of all the modules and the perfusion screen configuration, the o2 blender attempted to calibrate. Calibration failed more than 30 times. The air and o2 pressures were appropriate. The flow and o2% was measured with an external o2 analyzer and was appropriate. It was determined that the issue was with the o2 sensor.

Event description:
Upon receipt of the device, the user reported that the electronic patient gas system (epgs) would not calibrate after multiple attempts. There was no patient involvement.

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. Per data log analysis, on 13dec2021, the gas system calibration was started and it failed with 'oxygen (o2) sensor out of range at calibration' (o2 sensor value = 2761). The value was above the allowed range. During testing of the device at the service center, the service repair technician (srt) was not able to duplicate the reported issue. The o2 analyzer calibrated successfully three times. The srt ran the electronic patient gas system (epgs) test successfully. The o2 sensor was replaced as a precautionary measure. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed that with the suspect electronic patient gas system (epgs) hooked up to lab use only (luo) testing equipment, the epgs operated as intended. The unit calibrated successfully three times and passed the verification/ release testing.